Manufacturer narrative:
Batch review performed on 18 december 2025: stem: amistem h 01.18.134 amistem-h std. Size 4 (k093944) lot 136190: (B)(4) items manufactured and released on 14-feb-2014. Expiration date: 2019-jan-31. No anomalies found related to the problem. Date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.209 mectacer head biolox delta dia.36 12/14-m (k112115) lot 135719: (B)(4) items manufactured and released on 04-feb-2014. Expiration date: 2018-dec-31. No anomalies found related to the problem. Date, all the items of the same lot have been sold with no similar reported event during the period of review. Liner: versafitcup cc trio 01.26.3648hct flat pe hc liner d 36/f (k103352) lot 140102: (B)(4) items manufactured and released on 13-feb-2014. Expiration date: 2018-dec-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient came had pain and the cause is unknown. At about 11 years and 7 months post primary the surgeon revised the medacta head and stem to a competitor head and stem and revised the medacta liner to a medacta liner. No signs of trauma and stem loosening. The surgery was completed successfully.